Manufacturer narrative:
The hill-rom technician inspected the lift and found that the sling bar was subject to field action number z-1475-13. According to hill-rom data, the customer was notified three times by mail regarding this field action. However, no response was received from the customer. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts the hill-rom technician fitted the lift with a new sling bar according to field action number z-1475-13. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the patient was walking past the lift that was parked in the hallway (not in use) and fell sideways against the hoist causing one of the hoist's clips to perforate the right side of his neck. The incident was not witnessed by anyone and the patient was found holding onto the hoist. The patient also received a skin abrasion on the right sheen of his right leg which appears to be a minor skin grazing. This report was filed in our complaint handling system as complaint #(B)(4).